Event description:
It was reported that during an ipg upgrade procedure, the patients lead got fractured.

Event description:
It was reported that during an ipg upgrade procedure, the patients lead got fractured.additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.